Event description:
The user facility reported that an employee was handling a rack to their reliance vision multi-chamber washer/disinfector and obtained an injury to their finger. The employee sought and received medical treatment (x-ray).

Manufacturer narrative:
User facility personnel stated that the employee subject of the reported event was addressing alarm#110: sonic chamber rack not moving. When the employee was addressing the alarm, she was handling the rack and, in the process, injured her finger. A steris service technician arrived onsite following the event and found that the air cylinder of the rack stopper mechanism was stuck in position. As the rack stopper mechanism was stuck in position, it stopped the rack from moving into the rinse chamber of the washer/disinfector causing the alarm#110. The operator manual states the following instructions for alarm# 110, "rack does not reach its proper position within rinse chamber once process within sonic chamber is completed. 1. Press alarm reply to silence buzzer and acknowledge alarm. 2. Try to resume cycle. 3. If situation reoccurs, contact steris." The technician repaired the unit, tested the function and operation of the device, confirmed it to be operating according to specifications, and returned it to service. The technician counseled user facility personnel on the importance of following instructions for acknowledging alarms. A three-year complaint review confirmed the reported event to be isolated. No additional issues have been reported.